Event description:
Caller reported aviva system blood glucose results of 300 mg/dl and 120 mg/dl within 30 seconds. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.